Event description:
Boston scientific received information that this patient presented to the emergency room due to pacing inhibition resulting in 6 seconds of asystole and syncope. Upon investigation, it was noted the right ventricular (rv) lead showed no issues with adequate lead diagnostics when connected to a pacing system analyzer, however it was suspected that ventricular loss of capture may have occurred. Noise was noted on the atrial channel, however no noise could be reproduced on the rv lead, although it was suspected noise had occurred at some point. Numerous root causes were discussed with technical services, including that a connection or device header issue may be present. The physician decided to explant and replace this device and implant a new pacemaker using the chronic rv lead. Additional information was received that one month later this patient once again presented to the emergency room with similar symptom. Six seconds of asystole was noted once again and it was suspected this was due right ventricular loss of capture. Surgical intervention was performed to surgically abandon and replace the rv lead.

Manufacturer narrative:
The lead remains was surgically abandoned and remains in service. No further information is available. This report will be updated if more information becomes available.